Event description:
Reporter indicated that a vns patient was experiencing an increase in seizures and had her setting adjusted to give the pt better seizure control however, the pt began to experience other issues such as shortness of breath and nervousness which the pt felt was related to vns so, the physician programmed her device off. If the pt's seizure control does not change or worsens within the next 3 months, the device will be programmed back on. Otherwise, the device will be explanted. Good faith attempts to obtain additional info have been unsuccessful to date.